Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of problem with the pacemaker and with the heart. Boston scientific technical services (ts) did not get any further details about patient's pacemaker or heart problem. This pacemaker remains in service. No adverse patient effects were reported.